Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-30315. It was reported that the patient for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of pacing due to noise oversensing. An x-ray was performed and the left ventricular (lv) lead was found to be dislodged. The rv lead and lv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.